Manufacturer narrative:
Continuation of d11: product ID 8596sc lot# 02169641 serial# implanted: (B)(6) explanted: product type catheter product ID: unknown codman catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in response for a request for follow-up. It was clarified that the distal segment of the catheter (which was indicated to be a catheter from another manufacturer) was partially replaced. The pump and other part of the catheter were not explanted.

Event description:
Additional information was received from a foreign manufacturer representative. The actual reservoir volume (arv) and expected reservoir volume (erv) at the (B)(6) 2020 refill were unknown. The pump logs were checked at the (B)(6) 2020 refill, and no abnormalities were identified. A catheter check under fluoroscopy with dye showed a catheter leak. A catheter revision was performed. It was unknown why the leak was impacting refill volume, but the issue resolved following the catheter change. Information regarding the patient¿s weight, age, and gender was unavailable.

Manufacturer narrative:
Concomitant medical products: product ID: neu, unknown, cath lot# unknown. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient receiving intrathecal heparin and saline at 1 ml/day. The dose was unknown. It was reported that a volume discrepancy occurred. The expected reservoir volume (erv) was 6 ml, and the actual reservoir volume (arv) was 12 ml. The hcp had not checked the pump logs (as they did not think of it when the patient was present). The hcp filled the pump with floxuridine (concentration ¿8.6¿, dose ¿8.6¿) and was going to bring the patient back in 11 days (the patient normally came back for refills after 14 days) to check again. The hcp would check for any further issues at that time and would check the logs as well. This was the first time hcp had seen a volume discrepancy issue [with this patient]. There were no issues with the previous refill. No symptoms/patient complications were reported.